Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat a typical flutter, a farawave pfa catheter was selected for use. Use of the catheter to treat typical flutter constituted off-label use of the catheter. The guidewire and catheter were prepared according to the instructions for use. No issues were noted during preparation. Upon advancing the catheter into the right atrium, the guidewire became stuck inside the catheter. The physician deployed and undeployed the catheter multiple times, but the guidewire was still stuck. The catheter was removed from the patient and the physician tried forcing the wire out of the catheter without success. No tissue was seen at the tip of the catheter nor the guidewire. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.